Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/11/2020. H3 evaluation: during evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information has been requested, however not received to date. 1. What was done to treat the shard penetration? Bandage/plaster wound. 2. Was medical or surgical intervention required? Nope. 3. Was there any special diagnostic test performed? Nope. 4. What is the status of the surgeon injury today? Healed.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made, no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. 1. What was done to treat the shard penetration? 2. Was medical or surgical intervention required? 3. Was there any special diagnostic test performed? 4. What is the status of the surgeon injury today?

Event description:
It was reported a patient underwent a mastectomy on (B)(6) 2019 and topical skin adhesive was used. As the surgeon squeezed the adhesive tube to initiate glue, a glass shard from the within pierced through the plastic tubing and pierced surgeon's finger. The procedure was successfully completed. No other medical intervention provided. Additional information was requested.